Manufacturer narrative:
Additional information: according to the currently available information, the recipient will undergo re-implantation in september/october 2019. The previous results, namely a damage to the active electrode likely caused by minute device mobility, are still plausible. To determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
Hearing performance has decreased. As of may 2019 speech understanding slightly decreased and re-implantation is considered to take place in september/october 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance was assessed and a decrease in performance with the device has been observed. The recipient now has 7 active channels.

Manufacturer narrative:
Conclusion: based on the received information from the field a damage to the active electrode, caused by device minute mobility is assumed. However, due to the device's received status an exact location for the suspected wire fractures could not be located. The observed mechanical damages are attributable to the removal surgery. In addition one channel was found extra-cochlea at explantation due to a post-operative migration of the active electrode out of cochlea. This is final report.

Event description:
The recipient had only 7 active channels. No trauma is reported. Hearing performance was assessed on (B)(6) 2019 and found to be decreased. It was subsequently reported in may 2019 that there had been another slight decrease in speech comprehension. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. In situ measurements show an additional channel with hi status. Furthermore one channel has been deactivated due to lack of benefit from it. Further testing is planned for (B)(6) 2019.

Event description:
Hearing performance was assessed and a decrease in performance with the device has been observed. The recipient now has 7 active channels.